Event description:
It was reported that high impedance was observed on the lead during implant. No patient symptoms were reported. The lead was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.